Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
The customer reported that multiple occlusion alarms occurred, resulting in messaging indicating that the boluses were terminated prior to completion. The customer alleged that the pump delivered the boluses resulting in a low bg level. The customer's blood glucose (bg) level was 30 mg/dl; cause of the low bg could not be confirmed. The customer required assistance from their husband to address the low bg. The low bg was addressed by consuming sugar. The customer reverted to an alternate method of insulin therapy.